Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the patient received product, pilot balloon fell off trach. The reported fault occurred during opening when the pilot balloon fell off. There was unknown patient involvement, and unknown patient harm/adverse event reported.